Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly. The customer reported that the pump was not rewinding. The customer also reported that the the rewind button was grayed out and was not allowing to rewind even if the pump was not in suspend delivery mode. The customer also stated that the insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.